Event description:
International affiliate reports that nine days post op, the pt felt a light pain in the lumbar zone. Radiography revealed that three set screws had loosened. Revision surgery was performed to change the screws and a set screw at l4 was also found to have loosened. The affiliate is unable to identify the lot codes of the set screws that had loosened. As surgical intervention was performed, a total of four medwatch reports are being submitted to document this event. Please see mfg report numbers 1526439-2008-00140, 1526439-2008-00141, 1526439-2008-00142 for the other sets screws that were involved in this event.

Manufacturer narrative:
The setscrew has not yet been returned for eval. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device. If the device is returned and an eval reveals something other than what is stated above, a follow up report will be filed.